Event description:
It was reported the device was used during a low anterior resection. It was reported the anastomosis was incomplete after the cdh29 was fired. The rings were incomplete. Surgeon hand sewed with 3-0 prolene. Patient received and colostomy as a result of difficulty.